Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the coating on the outer surface of the jaw had partially come off. There was a crack due to spark on the surface of the probe. There was a mark of spark on the metal part of the jaw. The ptfe pad at the proximal end of the grasping section was worn. The manufacturing record was reviewed with no irregularities. This type of coating damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the coating was partially peeled when the device was scraped by other hard instrument. And it was also known that the proximal side of jaw and probe came into contact since the ptfe pad at the proximal end is worn when the user activated seal & cut mode with grasping a thick and hard tissue. There is a possibility that the error occurred since the proximal side of jaw and probe came into contact, consequently the spark occurred, and besides the probe was cracked. The instruction manual of the subject device already states. Warnings: if the grasping section, metal-exposed area around it or the probe tip gets filthy during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.

Event description:
The subject device was used during a procedure of bladder neck. At the end of the procedure, probe damage error occurred. The procedure was completed with another thunderbeat device. There was no patient injury reported. No further information was reported. Olympus medical systems corp. (Omsc) received device. And as a result of omsc's investigation, it was found that the coating on the outer surface of the jaw had partially come off on (B)(6) 2016.